Manufacturer narrative:
B3 event date is approximate. Year of event is confirmed to be valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was patient reported that their implant was not staying charged. Patient said it took longer to charge the implant as well because they were having to start from a lower percentage. Patient stated that normally under normal conditions, they would go from 100% to about 80% by the next morning, but now it would go down to 20% to 30% by morning. Patient stated it takes about 40 minutes to recharge from 20% to 100%. Agent reviewed those are typical charging parameters. Patient stated this began about 4-5 months ago. Patient confirmed they did not make any sort of therapy changes. Patient mentioned they did not have a manufacturer representative (rep) or doctor. Agent sent physical copy of physician listings to patient and redirected patient to healthcare provider. No symptoms were reported.